Event description:
The following was published in the journal of heart and lung transplantation in an article titled long term safety and outcomes utilizing the cardiomems device in patients with pulmonary arterial hypertension by thangavel, s., kanwar, m., benza, r., raina, a. April 2022. "8 patients did require rhc for recalibration of the device."

Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.